Manufacturer narrative:
Analysis was able to confirm the customer comment that the programmer had a stylus issue and required calibration. The stylus pen was replaced and calibration was carried out . Software was updated . The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a stylus issue and required calibration. There was no patient involvement.